Manufacturer narrative:
Pt refused to return suspect product.

Event description:
On 26apr2021 a patient (pt) in (B)(6) reported an unknown (B)(6) brand contact lens caused ¿va lost completely.¿ the affected eye was not provided. The pt disconnected the call without providing contact information or additional medical information. The event date is unknown. No additional medical information has been received. No additional medical information is expected. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified by the pt¿s treating ecp. The lot number is unknown. The pt refused to return the product for evaluation. No further investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.